Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a f/u report will be submitted.

Event description:
It was reported that the rad-8 does not hold charge for more than 15 mins. "We have no error message. The light is working fine. We can't see any noticeable damage. It works fine when plugged in but battery life is terrible. It doesn't last more than 15 or so mins. We did have an incident. Our son is on bipap for sleeping and had an emergency where we had to keep him on bipap because his oxygen levels were dropping and we had to drive to the hospital and halfway through our drive (15 mins approx) it lost battery and turned off and wouldn't turn back on. We needed to constantly monitor his o2 and couldn't while in transit. I don't have the monitor at my side right now as we are in pt with our baby but will try to get the details when I can".